Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range high. The v pace lead impedance rises from an approximate baseline of 550 ohm to greater than 2000 ohm the week ending (B)(6) 2013, continuing to rise to greater than 16000 ohm the following week. Rv pace lead impedance patient alert is recorded on (B)(6) 2013. Also, there was rv oversensing with 20 non-sustained tachycardia events of less than 220 milliseconds v-v cycle are observed between the dates of (B)(6) 2013. There was non-physiological short interval counts (sic) with 793 v-sic occur beginning (B)(6) 2013. (B)(4).

Event description:
It was reported that patient presented to the emergency room due to receiving shocks from the right ventricular (rv) lead. The rv lead had a suspected fracture. Interrogation revealed the rv lead impedance was greater than 3000 ohms, the short interval counts (sic) was elevated and the rv electrogram had noise. The detections were turned off until the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.